Event description:
Drive devilbiss healthcare received notification of an incident involving a toilet seat that drive devilbiss healthcare imports and distributes. The end user was utilizing the toilet seat when allegedly one of the risers snapped off causing him to fall and hit his head. The end user's forehead started bleeding so he was taken to the ER at richmond general hospital where he was administered morphine. A cat scan, x-ray, and blood work revealed no broken bones or abnormalities. Drive devilbiss healthcare was not able to confirm the toilet seat malfunction since the product is not able to be returned. The manufacturer was not able to be deciphered because we were not able to obtain the serial number.